Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-01490. It was reported the patient had been receiving inadequate coverage due to lead migration. Even though reprogramming restored adequate coverage, the patient plans to undergo surgical intervention. Both leads are being reported because it's unknown which lead is liable.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-01490. Follow-up revealed the patient's leads were explanted and replaced with a single lead/different model. Surgical intervention resolved the patient's issue.